Event description:
During a laparoscopic nissen procedure, the insulation disengaged from the instrument into the pt's cavity. The surgeon retrieved the piece of insulation without incident and applied another device to complete the procedure.